Event description:
A bent pin was observed on the white patient cable input connector. The fractured wire mentioned by the customer was observed. The audio alarm could not be confirmed due to the bent pin on the white patient cable input connector. The customer was provided a repair quote to replace the damaged cable. The customer did not want the unit repaired. The unit was discarded per customer's request.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the mpu alarming when the patient cable was manipulated, was confirmed when the unit was evaluated. The patient cable on the mpu was damaged ¿ outer jacket was torn exposing the internal wires. The internal wires in the damaged area were examined and there were several broken and kinked/bent wires. The white power lead connector had a bent pin ¿ downwards and towards the outer shell of the connector. The bent pin prevented insertion of the mating controller connector. The mpu was not repaired; the customer had the unit scrapped. The root cause of the mpu alarms was damaged wires in the mpu cable. Incidental findings: a bent pin was found on the white power lead connector. The bent pin prevented the mating controller power lead connector from properly inserting into the mpu. The mpu assembly was made in (B)(6) 2019. The unit was packaged and placed into stock on (B)(6), 2019. The mpu was sent to the customer on (B)(6), 2019. The unit had no previous services. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the electrical outlet used (including location and accessibility) and electrostatic electricity damage to the mpu are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient had an alarm on his mobile power unit (mpu). The mpu power cord had a tear with exposed wire which appeared fractured. The patient stated that the alarm on the mpu occurred when the cord was manipulated a certain way and stopped when moved back. A picture of the open cord and fractured wires was provided. The patient had no tears on the driveline or system controller power cords. A loaner mpu was provided. Log files were provided. The patient did not know which alarm was being produced. No alarms were seen on the alarm history. A review of the log file noted that the patient was connected to the mpu at times on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. No mpu voltage issues were noted at these times. The only alarms captured on the log file were power cable disconnects. The log file did not capture alarms generated by the mpu.